Manufacturer narrative:
H6-final analysis-power supply anomaly; mechanism-burned capacitor.

Event description:
Information received with return of the explanted device does not address the patient's clinical status but notes that during telemetry, smoke was observed coming from the programmer.